Event description:
It was reported that during an implant procedure for this cardiac resynchronization therapy defibrillator when the physician was hooking up the left ventricular (lv) lead into the device header, the physician heard a sound they described as crunchy, when inserting the terminal pin. The lv lead was taken out and everything tested fine electrically. The physician opted to use a different device. The new device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure for this cardiac resynchronization therapy defibrillator when the physician was hooking up the left ventricular (lv) lead into the device header, the physician heard a sound they described as crunchy, when inserting the terminal pin. The lv lead was taken out and everything tested fine electrically. The physician opted to use a different device. The new device remains in service. No adverse patient effects were reported.